Manufacturer narrative:
Device was received with the fire pin in position #1 and one ring remaining on the shaft. Grasping hooks deployed smoothly. Firing lever also moves smoothly from the position 1 to 2 and back. As rec'd, the ring could not be fired, shaft was bound due to dried body residue inside the outer shaft. Inner shaft end is smooth. No sharp edges are noted that could cut a tube. Broke the bond between inner and outer shaft. Deployed ring that was on the device as received. Ring deployed with no issue. Reloaded two rings, both rings deployed as designed with no issues.

Event description:
Falope ring applicator cut through the tube.